Manufacturer narrative:
Patient age, date of birth, gender, and weight not available for reporting. Date patient pain began is not known. 510k: this report is for an unknown radial stem/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with the radial head prosthesis system on unknown date. On an unknown date patient reported pain. Patient was returned to surgery on (B)(6) 2018 where surgeon intended to remove both the radial head and radial stem. However, only the radial head was able to be removed. The radial stem could not be removed due to bony growth. Surgery was completed with no reported delay. Patient reported to be in stable condition. There is currently no plan to attempt to remove the radial stem. This report is for one (1) unknown radial stem this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On an unknown postoperative date patient reported pain and stiffness.